Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mmk995 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hysteromyomectomy on (B)(6) 2019 and barbed suture was used. During uterus stitch in the procedure, the needle broke. The broken piece was searched by ultrasound and was finally retrieved by hysteroscopy. A like device was used to complete the procedure. The patient condition is stable. There were no adverse patient consequences reported.